Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a dislodged component of a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04233 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a dislodged component of a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The follow-up manufacturer report provided on 08/02/2016 was incorrect. Since the device was found out of specification and the event history log showed multiple events of system error 105 which may have interrupted infusion processes, this manufacturer report 1314492-2016-04233 is reportable and should remain in the FDA database.